Event description:
It was reported that an MRI of the lumbar spine was interpreted to show "high-grade central and bilateral foraminal narrowing at the l5-s1 levels as related to chronically degenerated intervertebral disc, thickened ligamentum flavum, epidural lipomatosis and developmentally small caliber of the terminal extent of the canal. There is type-I endplate change signaling ongoing motion segment instability at l5-s1. It was reported that the patient presented with l5-s1 disk degeneration, l5-s1 stenosis, low back pain and bilateral leg radiculopathy. The patient underwent l5-s1 discectomy, interbody and posterolateral fusion with posterior instrumentation. A kit of rhbmp-2/acs, a peek interbody cage and alphatec posterior instrumentation were used. The rhbmp-2 was placed within the cage and anteriorly in the disc space. No complications were noted. 228 days post-op, an MRI of the lumbar spine with contrast was interpreted to indicate appropriate appearance of fusion at l5-s1. There are findings of partial osseous integration of the fusion strut which has been placed left of midline. There is very mild residual foraminal narrowing at the level of fusion. There is no evidence of recurrent herniation. Motion segments above the fusion are intact. 506 days post-op, a CT of the lumbar spine was read to indicate laminectomy and partial facetectomy with posterior fusion at l5-s1 and anterior interbody fusion. "There is mild neural foraminal narrowing at this level. There is no central canal narrowing. The fusion appears solid." Post-operatively, it is alleged that the patient developed unbearable pain, nerve damage, and the inability to sit, stand, or walk.

Event description:
Patient medical records indicate that MRI of the lumbar spine three months pre-op indicates "high-grade central and bilateral foraminal narrowing at the l5-s1 levels as related to chronically degenerated intervertebral disc, thickened ligamentum flavum, epidural lipomatosis and developmentally small caliber of the terminal extent of the canal." "There is type-I endplate change signaling ongoing motion segment instability at l5-s1." On the procedure date the patient presented with l5-s1 disk degeneration, l5-s1 stenosis, low back pain and bilateral leg radiculopathy. The patient underwent l5-s1 discectomy, interbody and posterolateral fusion with posterior instrumentation. A small kit of rhbmp-2/acs, a peek interbody cage, and alphatec posterior instrumentation were used. The bmp was placed within the cage, and anteriorly in the disc space. There were no noted complications. MRI 8 months post-op MRI of the lumbar spine indicates "appropriate appearance of fusion at l5-s1. There are findings of partial osseous integration of the fusion strut which has been placed left of midline. There is very mild residual foraminal narrowing at the level of fusion. There is no evidence of recurrent herniation. Motion segments above the fusion are intact." CT 20 months post-op of the lumbar spine noted laminectomy and partial facetectomy with posterior fusion at l5-s1 and anterior interbody fusion. "There is mild neural foraminal narrowing at this level. There is no central canal narrowing. The fusion appears solid." Reportedly, since receiving bmp, the patient has developed unbearable pain, nerve damage, and the inability to sit, stand, or walk.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.